Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera had an amber light illuminated. Technical services (ts) had the site get in front of the system to confirm the error message. When the system was powered on, the camera had an amber light, but the registration screen did not have any localizer error messages. A manufacturer representative (rep) called at a later time to report that the replacement camera had the amber light emitting diode (led) illuminated after install but was still able to track instruments. The rep noted that internal storage temperature was exceeded in the network device interface (ndi) toolbox. Technical services guided the resetting of the temperature detector, which cleared the message and the amber light was no longer illuminated. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, lot#: p902102 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821, lot number: p902102. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .089mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable in this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system's serial number was updated. Please see section d for the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.